Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an repair of ventricular septal defect procedure on an unknown date; and a suture was used. During the procedure, the suture broke while sewing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 05/01/2020. Additional information: b3. Corrected b5 narrative: it was reported that a patient underwent a repair of ventricular septal defect procedure on (B)(6)2020 and the suture was used. During the procedure, the suture broke while sewing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Date sent to the FDA: 05/15/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: it was reported breakage suture. One open sample of product was received for analysis. The product code is double armed. During the visual inspection of the opened sample (two needle/suture pieces), the swage and attachment area were noted to be as expected. However, marks the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. Additionally, the functional test was performed on a suture piece using an instron and the tensile strength force was above the minimum requirement. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.